Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had open book image. Customer's blood glucose level was unknown. Customer was advised that settings not be able to be retrieved on the old insulin pump due to the error she was getting attempted to check settings from carelink, no upload for insulin pump. The insulin pump will not be returned for analysis.